Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not alarm when the device shut down on a patient due to data acquisition pcb adc reference failures. There was no patient harm. The user notified the respiratory therapist who placed the patient on a non rebreather temporarily.

Event description:
The customer reported the device did not alarm when the device shut down on a patient due to da pcb adc (data acquisition/ printed circuit board / analog digital converter) reference failures. There was no patient harm. The user notified the respiratory therapist who placed the patient on a non rebreather temporarily.